Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a problem with his enlite sensor. He stated that when he was removing the serter from the sensor, the needle had broken off. Customer's blood glucose was 96 mg/dl. No additional information provided.